Manufacturer narrative:
Unit received with high idle current, alarmed failed battery test and the backlight turn on permanently due to corrosion at display board. It was unable to verify battery out limit or weak battery alarms due to high idle currents. Unit passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with cracked reservoir tube lip, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported that he accidently wet swimming with the insulin pump and the insulin pump screen went blank, he replaced battery and received low battery alarm, motor error, off no power, battery out limit and weak battery. Customer stated replaced battery cap. Customer reports moisture at the end of the reservoir compartment. Troubleshooting was done. No blood glucose reading provided. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.